Event description:
It was reported to MFR that during surgery for an initial generator implant, the setscrew broke and fell. The cause of this event is unclear. This generator was opened, but was not used. The surgeon implanted the pt with another generator model. The explanted generator along with the setscrew was returned to MFR for analysis. During analysis of the returned generator, no visual anomalies were identified. There were no anomalies were observed on the returned setscrew or on the negative connector block of the returned pulse generator. There were no performance or any other type of adverse conditions found with the pulse generator.